Event description:
A customer reported that a patient's right eye was treated with the treatment data for the left eye. The treatment data had been entered manually into the system by an assistant and confirmed by the surgeon, and not exported electronically. The surgeon noticed the event and re-entered treatment data. The left eye was treated with the applicable data. The outcome of the right eye was not reported. The customer confirmed that eye selection buttons worked as intended in the system. Additional information was requested and received.

Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. There was no visit on site by the field service engineer (=fse). The issue was phone solved. The log files review shows no abnormalities that could have contributed to the reported event. The review confirms that the left eye was selected two times in the treatment window for treating one patient. The selection and confirmation is performed by the user. The treatment data for the two treatments was slightly different. At one of the respective treatments, during a check automatically performed right before starting the laser ablation the system detected that the patient bed position and the selected eye did not match. The customer was advised to check the bed position and the selected eye. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause was identified to be wrong selection of data set by the user. Additional information was requested and received. The manufacturer internal reference number is: 2015-22926